Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable crpl3 c-reactive protein gen.3 result for one patient sample. The initial result was 2.4 mg/l and was reported outside the laboratory to the doctor. On (B)(6) 2016, the doctor called to check the sample and verify the result. The sample was repeated and the result was 261.2 mg/l. The patient was not adversely affected. The reagent lot number was 167404. The expiration date was requested but was not provided. The customer was to change the sample probe. A specific root cause could not be determined. The investigation determined as the affected assay is a low volume assay, the issue was possibly due to a partly blocked sample probe. The blockage could have been due insufficient preanalytics. A reagent issue could be excluded, as the repeat result was acceptable with the same reagent.